Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump up arrow key was not working. Customer's blood glucose value was unknown. The customer also reported that the time advances. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up button due to unlocked j2 or lcd keypad connector.